Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine vital signs checks at an extended care facility, an asymptomatic patient was admitted to ER due to loss of capture. Upon interrogation, the right ventricular lead exhibited no capture and low pacing impedance. Programming changes were made. The physician suspected possible insulation breach which was not confirmed.